Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's equipment was alarming. The power module displayed red battery with yellow wrench alarms and continuous audible tone regardless of which of three a/c outlets it was plugged into. The pt's system controller event history showed two prior cable disconnects preceding a pump stop. The pt was not symptomatic during the event and the power module was removed from service.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further investigation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.